Event description:
Pt reported after injection with juvederm ultra, they developed "bumps that have gotten bigger". Pt stated healthcare professional "injected cortizone into the bumps", however bumps have not gotten better.

Manufacturer narrative:
(B)(4). Pt has not provided permission to f/u with the injecting healthcare professional therefore, info such as the lot number and type of juvederm is not attainable. Device labeling: adverse events. The most common injection-site response for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.